Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer¿s current blood glucose is 568 mg/dl. The customer also had a blood glucose level of 300 mg/dl and 577 mg/dl. The customer did experienced the symptoms such as headache. The customer treated with the syringes and novalog. Troubleshooting was done for high blood glucose. The customer also states that the difference between sensor glucose and blood glucose value are not within acceptable range. Insulin delivery was not suspended due to sg values. The customer was assisted with high pressure test and test did not pass. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis and sensor will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No audio or beep anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The alert on low feature and the sensor glucose trend arrow indicators feature functioned properly during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter.